Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: b5, h6 medical device problem code the previously reported malfunction was reported in error, due to a translation error. The customer reported a malfunction of wire damage, and this issue would be unlikely to cause or contribute to a death or a serious injury if it were to recur. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported wire damage during inspection for use involving an olympus colonovideoscope. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported fire damage during inspection for use involving an olympus colonovideoscope. There was no patient injuries reported.

Manufacturer narrative:
This report is being supplemented to provide the final investigation results. The device was returned to olympus for inspection, the reported failure was not confirmed. Based on the results of the investigation, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.